Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a surgery, an ophthalmic phacoemulsification handpiece became warm and did not work after several seconds of giving phaco power. No system message was displayed. There was a patient but no harm to the patient.

Manufacturer narrative:
The returned phacoemulsification (phaco) handpiece was connected to a calibrated centurion vision system. The system message (sm) [tune failed ¿ handpiece voltage low (short circuit)] displayed when the handpiece attempted tuning. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. The phaco handpiece was also unable to be tested on the dynamic tuning fixture (dtf) to test for phaco power since it was unable to pass tuning. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).